Manufacturer narrative:
(B)(4). S/w ver 2.9d. Retainer = clear. Customer returned insulin pump for an alleged low battery alert less than 1 week found on (B)(6) 2018. The insulin pump passed the sleep current measurement, active current measurement, and displacement test however the insulin pump did not vibrate during the self test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history shows the five (5) low battery alerts near the event date are [(B)(6) 2018 at 04:07, (B)(6) 2018 at 13:26, (B)(6) 2018 at 14:07, (B)(6) 2018 at 21:14, and (B)(6) 2018 at 09:47. No excessive low battery alerts in the history file and indicate the battery life is normal. The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however moisture damage was found on the vibrator harness assembly. The no vibrate during the self test fault is due to moisture damage on the vibrator harness. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label stained and faded, and pillowing keypad overlay. Battery charge lasting less than expected is not confirmed. Not vibrating during the self test due to moisture damage on the vibrator harness. No power related alarms during testing and no excessive battery faults found in the history files. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert less than one week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.